Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 325cc and suffered from generalized illness symptoms and left side bottoming out. The patient experienced ¿ issues with breast implant illness, the right side never dropped, feels pain and it is hanging and there is no crease that is not supported. It is coming out of the pocket. The right side never healed properly, and it is bottomed out. It always gets inflamed and itchy¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove code anisomastia and add device migration code to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).